Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was missing, as a result the pitch down cable was loose and stuck out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the customer noted that the small grasping retractor instrument wire was stuck out and a piece of the wire sprung out. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.